Event description:
It was reported the pt entire dbs device sys was explanted in 2008 due to infection. No specific symptoms or onset date were reported, although the pt felt the infection may have "always been present." The pt's status following the device removal was reported as "good." Add'l info has been requested, but was not available on the date of this report.